Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. No correction is required. The device has been serviced within the last 12 months and the reported symptom appears as a repeat symptom. The device passed flow accuracy testing during both service returns and no correction was required. Review of the prior service records indicate that all service actions were completed during the prior returns with respect to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusion during testing in the biomed service department. There was no patient involvement. No additional information is available.